Event description:
I was experiencing chest tightness/pain, extreme fatigue, vertigo, fluctuated bp, continuous palpitations, insomnia, anxiety/panic attack (according to doctor), weight loss, and other symptoms that I had never had before without understandable reasons. Doctor couldn't find any evidence, so I was told having panic attack/anxiety. However, my chest pain/tightness worsen. Especially around my left chest where implant was sit. It took almost a year and half to convince (B)(6) to remove the implant; however the pain and deformation of rib cage became now permanent. All the doctors in (B)(6) met insist breast implant is safe. On (B)(6) 2018 ((B)(6)) diagnosed as costochondritis, chest pain, chest wall pain, neuropathic pain. Implant was removed on (B)(6) 2017, but the some symptoms like above is still present. I asked the doctor that I want to keep the implant for further investigation, but denied.